Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was wearing the insulin pump and woke up with a really low blood glucose level around 50 mg/dl. Customer was lying on the floor and had urinated on herself. Customer treated with juice and the neurologist said it is possible that the customer had a seizure that caused the low blood glucose. Caller stated that no one saw the seizure so it could not be confirmed. Customer was hospitalized in (B)(6) last year. Customer's blood glucose was around 200 mg/dl at the time because they kept treating with sugar. The hospital realized that the issue was something else because once her blood glucose got up to 100 mg/dl, she still needed help. Caller stated that the customer was using a different pump during the hospitalization event. Caller stated that the pump was replaced for a button error alarm last week after the customer's hospitalization. Caller declined troubleshooting for the pump.